Manufacturer narrative:
Bci customer technical support (cts) assisted the customer with troubleshooting and worked with the customer to inspect the main vacuum system for loose canisters and fittings. The leak was coming out of 10 psi regulator. Service visited the site on (B)(4) 2011, and found that wash solution canister was overflowing and the overflow was coming out of low pressure regulator. No system waste was involved in the leak. The field service engineer (fse) replaced the float switch and v2 on the hydro manifold, followed by shutdown and reboot of the system. The canister now filled correctly and no more leaking was observed. The vacuum pump recovered properly during operation. The customer was running samples without further problem.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated the instrument was giving a primary vacuum low error. The customer stopped and homed the instrument and then noticed fluid on the floor. No injury was reported and there was no effect to patient or user.